Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that a desaturation was noted by masimo clinical specialist while discussing troubleshooting with rn. The patient appeared pink and not in any distress while in mother's arms. The sensor was applied according to the dfus to the baby's right foot. During the time of the desat, the pr remained the same (matching with ECG). The pleth was completely full of artifact. Spo2 decreased to 83% with zero starts, then back up to 99% within 10 seconds. Per rn, ¿this is exactly the thing we see all the time now. This baby is scheduled to go home today, but these fake desats could end up keeping him here." No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: